Event description:
It was reported during a myomectomy procedure the electrode broke. No negative impact in state of health occurred. Cross reference medwatch report 9610617-2025-00869.

Manufacturer narrative:
The customer will not return the device for evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross reference internal complaint ID 20253001281_982154. This event is filed under internal complaint ID (B)(4).